Event description:
This report summarizes 100 malfunction events in which the device reportedly overheated. 88 events had no patient involvement; no patient impact. 12 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 100 events were reported for this quarter. Product return status 5 devices were received. 94 devices were evaluated based on historical data analysis. 1 device investigation type has not yet been determined. Additional information 100 devices were not labeled for single-use. 100 devices were not reprocessed or reused.

Event description:
This report summarizes 100 malfunction events in which the device reportedly overheated. - 86 events had no patient involvement; no patient impact. - 14 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale 100 previously reported events are included in this follow-up record. Product return status 5 devices were received. 95 devices were evaluated based on historical data analysis.